Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. It was unknown how the customer treated low blood glucose value. It was unknown that the auto mode was active at the time of incident. Customer was unable to trouble shoot. No further complications were reported. Customer will continue use of the device.